Manufacturer narrative:
Due to character limit in e1 section- the full event site name is texas health heart vascular arlingt. The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with v that occured during use of intra aortic balloon on patient. Since the catheter was alarm in the back ground, the esp personnel had user perform the iab fill and press start which resolved the alarm and resumed therapy. Due to heavy coughing patient moved which triggered the alarm. No harm or injury reported.